Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to loss of osseointegration approximately 1 year and 1 month after implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was good. The doctor reported no significant findings during the implant removal surgery. The patient has since recovered.